Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05268(B)(6) study.it was reported that restenosis occurred.in (B)(6) 2013, patient presented with acute myocardial infarction (mi) and percutaneous coronary intervention (pci) was then performed. The 100% stenosed, type c target lesion was located in the moderately calcified and diffuse mid left anterior descending artery (lad). Following predilation, a 2.25x24mm promus element¿ plus stent was deployed at 7 atmospheres. Subsequently, another promus element¿ stent was deployed followed by post dilatation. Visual residual stenosis rate was confirmed as 0%. Timi flow 2 was obtained and the procedure was completed. Patient was given aspirin and ticlopidine. Eight days post procedure, the patient was discharged. In (B)(6) 2015, coronary artery restenosis was noted in the proximal lad.in may 2015, pci was performed in the proximal lad. The outcome of the procedure became good on same day.in may 2016, follow-up by phone was performed. It was then known that the patient died due to kidney failure.